Event description:
It was reported that the insulin gauge was inaccurate. Additionally, it was reported that the battery gauge was fluctuating and the customer experienced difficulty charging the pump with the wall adapter. Reportedly, the customer was able to charge the pump with an alternate adapter. Customer continued to use the pump for insulin delivery, there was no reported adverse impact.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.